Event description:
It was reported the patient was standing on a ladder when he suddenly fell. The patient was taken to the hospital. The physician determined the patient's fall caused a fracture to the patient's femur. Attempts to interrogate the patient's device were unsuccessful as telemetry could not be established. As the physician believed the device failed, causing the patient's fall and subsequent injuries, the device was explanted and replaced. No additional patient complications were initially reported. Attempts to obtain additional information regarding the patient's status were unsuccessful.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.